Manufacturer narrative:
Initial.

Event description:
It was reported that a person using an ilet system experienced hyperglycemia to 283 mg/dl after eating beans without announcing the meal, followed by a decrease to 77 mg/dl after walking for approximately ninety minutes; education was provided to announce meals containing more than 15 grams of carbohydrates. Symptoms included transient hyperglycemia and subsequent hypoglycemia. Outcomes included self-resolution without medical intervention, or hospitalization. Investigation included a clinical review of the described glucose pattern, device use history, and user education regarding meal announcements. Investigation of this case revealed no device malfunction and indicated user-related missed meal announcement as the likely contributor to the glucose excursion. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically a missed meal announcement.